Event description:
The initial reporter stated that they were able to hear the pump motor was grinding and that the pump would not run. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing. No additional information was provided. [Complaint-(B)(4).]

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the device was returned to mmdg for investigation, the pump motor had failed. Because of this failure, no further testing could be completed. The pump was serviced to correct the issue.